Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps (mbf) cable was broken. The surgeon did not know the cause of the broken cable since the issue occurred outside the surgical field. The surgeon suspected that the fragment of the broken cable could remain inside the patient¿s body. Computed tomography (CT) would be performed to check for any fragment falling into the patient. The procedure was completed with a backup instrument. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: CT scan was performed, and nothing was found. The surgeon suspected that some fragments could be inside the patient¿s body. No additional surgical procedure was performed. The surgeon stated that there was no patient injury. The patient was still hospitalized and scheduled to be discharged in the next two days.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image is consistent with the alleged complaint: grip cable of the maryland bipolar forceps (mbf) instrument was broken. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulley. The cable was fully broken. The complaint was confirmed by failure analysis.